Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015bd error low battery. Account name: (B)(6) hospital account #: (B)(4). Asset name: asset location: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: biomed tech. Called in issue on 8015bd unit battery was charging over night still has low battery error not charging. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: 8015bd unit, has a low battery error will need to replace battery and let charge for 8 to 12 hours if still get same error next step will be the power supply board on the unit, but unit is still under warranty repair tech. Will call back once services repair is open to get unit in for repair. (B)(4).